Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2011, the patient presented with unstable angina which was diagnosed as inferior st elevation mi and was referred for cardiac catheterization. After four days from the onset of symptoms, index procedure was performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 94% stenosis and was 14 mm long with a reference vessel diameter of 3.25 mm. The lesion was treated with pre-dilatation and placement of 16mm x 3.00mm taxus element stent. Following post dilatation, the residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient's cardiac enzyme was found to be elevated and site reported an event of mi. ECG revealed non q wave mi. The patient was hospitalized on the same day. It was observed that the patient experienced ischemic symptoms. Medication was given to treat the event. Four days from admission, the patient was discharged. In (B)(6) 2013, the event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event is not related to the device as the site confirmed that the previously implanted 16mm x 3.00mm taxus¿ element¿ drug-eluting stent in the proximal lad is patent.